Event description:
Procedure type: lap total gastrectomy. According to the reporter: during the procedure, upon inserting the instrument, the balloon broke. Cavity was fully lavaged but not sure if anything fell and left in cavity. There was no excessive bleeding and no tissue damage. A new instrument was used to complete the procedure. No patient injury was reported. No additional patient info available.